Manufacturer narrative:
The data card review revealed that the doctor lifted or tilted the handpiece causing inadequate contact with the patient's skin. The doctor also pushed too hard on the patient's face. The result of these two actions are what could have caused the blisters.

Event description:
The patient was treated on the face and neck using a thermage cpt. Three fourths of a bottle of solta medical croygen and coupling fluid was used during the treatment. Every few pulses error messages e100, e106 and e109 occurred. Immediately after the treatment superficial blisters appeared on the bilateral cheeks and neck. Three blisters on the bilateral cheeks and 2 on the neck.

Manufacturer narrative:
The patient datacard was returned and evaluation found several errors occurred during treatment. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the datacard found no issues with the system. Based on the available information, burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment. No corrective action is required.